Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that an unknown material was observed, possibly inside of the fluid lumen of the pressure monitoring kit, upon opening the pouch. The sales rep checked the device after he received it from the customer, but the contamination could not be identified. It was confirmed through follow up that an unknown clear liquid-like material was observed inside of the fluid lumen of the pressure tubing before priming the line. The material was located about 15 cm from the vamp plus reservoir towards the patient side of the kit. Inquired of patient demographics. Unable to be obtained. There were no patient complications reported.

Manufacturer narrative:
We received one pressure monitoring kit from the reported model and lot number in open tyvek pouch for examination. The reported event of "unknown clear liquid-like material was observed inside of the fluid lumen of the pressure tubing" was confirmed. An unknown clear material was found inside of the pressure tubing near the vamp plus reservoir stopcock. The clear material was located on the inner surface of the tubing wall along a section approximately 10cm just distal from the reservoir stopcock. A section of the tubing with clear material was sent to chemistry for material identification. A supplemental report will be forthcoming with the chemistry results once received. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The unknown clear material found inside the pressure tubing showed similar absorption characteristics when comparing it to polydimethylsiloxane (silicone) like material. Silicone is used in the process when assembling the plunger into the body of the syringe and silicone migrating from the body of the syringe can generate the nonconformance found in the pressure tubing. According to the results of the assessment performed to procedures involved, it was confirmed that referred documents properly provide the instructions to perform an appropriate assembly and inspection process. No relevant changes occurred to the referred documents prior to the manufacturing date of the involved work orders. In addition, as per DHR review performed, no evidence of deviation was found on the records of controls established at the moment that the defective unit was manufactured. It can be considered that even though the personnel had the required training there was still a mishandling of the unit since the condition was not detected during the assembly and inspection processes. The method to assemble the vamp plus plunger calls the personnel to gently insert the ¿plunger¿ in the ¿body¿ and then rotate the plunger while moving it in and out of the syringe so that the silicone is distributed evenly across the body. If this part of the process is performed abruptly, this could lead to the silicone not distributing evenly, potentially creating the nonconformance. Personnel was notified of the event to reduce the chance of any recurrence.